Event description:
A site representative reported an open spine clamp that had stripped threads. It was noted that this occurred over time, not during one specific case. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp, titanium shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds that the clamp face is slightly bent and the retainer ring on the end of the adjustment screw is stretched from over-tightening. As reported, the adjustment screw threads are stripped in the middle of travel, allowing movement of the clamp face. Mechanical failure, stripped screw threads, directly caused the event.